Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in an open sigmoid colectomy, there was an incomplete staple line. Surgeon needed to redo the anastomosis took more colon with contour and then fired another device. Surgeon also handsewed the second purse string. Surgical time was extended by 30 minutes or more because it took more time to redo anastomosis.